Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that a 10.0mm flipcutter ii was used for an anterior cruciate ligament reconstruction surgery. The flipcutter was introduced into the femur and notch space at the desired angle and depth, and the blade was deployed. Upon deployment, the blade spun in a forward revolution and towards the femoral wall. The blade hit the femoral wall and a small portion of the blade broke off inside the femoral socket. Femoral socket had been properly reamed. A c-arm imaging device was used to search for the fragment. Fragment was un-retrieved. The surgery was completed without further issue to the patient. Surgeon was using another manufacturer's power device and an arthrex reconstruction drill guide system. Remaining blade portion was discarded by the facility.